Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 278 (mg/dl) for 2 days. Customer administered boluses to treat their bg levels. Customer indicated that they witnessed insulin exit the infusion set tubing.